Manufacturer narrative:
Return requested. Replacement external scu to r/a psu cables shipped to site on 07/11/2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Optical communication failure. Camera connection cut in and out and constantly re-set. Replaced camera cord. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system camera would intermittently lose power and connectivity. The noted behavior seemed to be consistent with certain camera movements. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The suspect external scu to r/a psu cable was returned to the manufacturer for analysis. Cable was tested for continuity and found no opens or shorts. Cable ends were manipulated and it did not reveal any issues. No fault found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.